Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a scratched tube extension on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.05¿ x 0.03¿. There was not any material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the insulation of the 8mm monopolar curved scissors instrument was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the damage was in the orange area. Isi followed up with the initial reporter again for clarification and obtained the following additional information: the customer was unable to recall if any material was missing or detached from the instrument but mentioned that the unit was briefly inspected before being returned for evaluation. They believe the orange part of the instrument appeared scraped but was not cracked, and the damage was not located in the grey area. The damage was discovered prior to the instrument¿s use in surgery, and there were no reports of fragments falling into the patient during the last procedure. Additionally, there have been no reports of any patient returning to the hospital with post-surgical complications related to foreign material retention.